Event description:
Smith's medical (B)(4) reported leakage through the cuff was found later 1 hour use. On february 10, a 8 mm tube was orally inserted. Considerably-high peep had been provided. As an alarm of a ventilator often beeped, the tube was replaced with a 8.5 mm tube at 8 am of (B)(6). One hour later, deflation of the pilot balloon was found and air was re-infused. After another one hour, the deflated pilot balloon was found again, the nurse suspected cuff leakage. The hospital decided to replace the tube with another new one in the evening of (B)(6). In the morning of (B)(6), the tube was checked before replacement; however, the pilot balloon was not deflated and the tube was continued using. Then, the product was removed due to the pt's death, but was destroyed by the hospital. The product was checked before use. Hospital reported death not related to this report, but rather to pt's condition. Event occurred at (B)(6).

Manufacturer narrative:
Results: smiths medical is unable to perform a thorough investigation into this event as the event sample was not retained. A review of our complaints history confirmed this to be the first complaint for the lot numbers identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: as this unit worked as intended for an hour it is unlikely the result of a manufacturing error. We have determined the root cause for this incident is likely that the cuff became damaged following insertion through the stoma. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.